Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. Corrected data: h6 medical device problem code. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction, and has been revised to a not reportable event.

Event description:
It was reported that during the lap appendectomy procedure that upon opening the device a "moisture" like film was inside the clear plastic sleeve that covers most of the jaw. Two devices were opened in the procedure with this "moisture" like film. A third like device was used to continue with the procedure. There were no adverse consequences reported. After the procedure their inventory was checked and another three were found to have this substance on them as well.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # unk. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspections were conducted on the returned device. Visual analysis of the returned sample revealed that one ech45s device was received inside of the package opened; upon visual inspection, excess of lubricant was noted in the jaws and the joint cover area. In addition, no issues were observed related to integrity and the seal area was noted completed. During the manufacturing process, a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. The lubricant is sodium stearate; this is known to be matter non-toxic and biologically non-hazardous that is attributable to the assembly process. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device lot number c9dt85, and no non-conformances were identified.